Event description:
It was reported to philips that the allura device would not power on. The device was outside of clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not power on. Fse found that the host pc was stuck in bootup and was able to reboot the computer to allow proper startup. Fse rebooted the system several times and verified proper operation and the startup sequence. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.